Manufacturer narrative:
Section a4: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2021, the patient underwent cataract surgery in the left eye (os) and a monofocal intraocular lens (iol) was implanted. Ophthalmic viscosurgical device (ovd) from another manufacturer was used to prepare the iol and no surgical complications occurred. An additional surgical procedure was performed: viscocanalostomy, suprachoroidal drainage and ologen implant. On (B)(6) 2021, the patient was examined during a post-operative visit and presented an intraocular pressure (iop) of 5 mmhg (-19mmhg from the baseline). The uncorrected distance visual acuity (ucdva) evaluated was hand movement and the patient was diagnosed with conjunctival hyperemia/injection and dry eye/superficial punctate keratopathy/punctate epithelial erosion/tear film insufficiency. The slit lamp showed the patient presented with hyphema. Through follow-up, we learned that the patient is fully recovered. The event was resolved without sequelae. No further information was provided.